Event description:
Related manufacturer reference number: 2017865-2023-52375. It was reported the patient presented after leadless pacemaker (lp) implant. The patient went into cardiac arrest and required resuscitation. A pericardial effusion was confirmed via echocardiogram. The cause of the pericardial effusion and cardiac arrest was unconfirmed. No further interventions were reported. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.